Event description:
During use for cardiopulmonary bypass, the air bubble sensor issued a false air bubble alarm signal. The sensor was disabled and the procedure continued without incident. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.